Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end plastic cover was burned (and water tightness is lost), and the distal end - light guide cover lens (small) had foreign material. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope the distal end bending section cover is burnt and the distal end light guide cover lens (small) had foreign material. There were no reports of patient involvement.